Manufacturer narrative:
Device not returned

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump battery could not be charged, resulting in the pump shutting down. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 144-145 mg/dl.